Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised for polyethylene wear and lysis, the liner fractured.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaints databases identified other reports against the following lots: xef28 for the enduron 10d 54od x 38id; uh7fr1000 for the apex hole elim positive stop; and xen76 for the duraloc 300 series 54mm od. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A worldwide complaint database search found no additional related reports against the remaining provided product code/lot code combination(s). X-rays were reviewed, confirming the reported implant fracture. It was reported that the femoral products implanted in the patient were competitor products. This use of a depuy device is not recommended and is considered off-label use. The patient was initially implanted in 2000 and revised for polywear in 2015. Polywear after 15 years in vivo is not unreasonable to find. No further conclusions can be drawn regarding the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.